Event description:
Info received via complaint form is stated as follows: customer representative spoke to the nurse who reported redness and burning to end-user's peristomal skin after use of product without the (B)(4) seal.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that the nurse did apply stomahesive powder and barrier wipe to crust area who called convatec with additional questions in regards to helping the end-user. Nurse was advised to crust as above and use (B)(4) to peristomal skin. Nurse was also instructed to measure stoma to see if size needs to be adjusted. One piece sample were sent as well. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.